Event description:
MFR's rep evaluated device at time of incident and found it to be working properly. Pt was being lifted from chair to bed and pt lunged forward, falling out of sling, lacerating their head and fracturing their skull. Pt was hospitalized and returned to nursing home care after recovery. Rptr feels the design is inadequate as there is no type of retaining strap.